Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. An x-ray confirmed that the lead had dislodged. A revision procedure was performed to reposition the lead however unsuccessful. The lead's proximal coil was stretched while re-introducing it through the sheath for repositioning. The lead was explanted. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a bond separation of the spring electrode and lead body. The proximal spring was stretched at that point. Laboratory analysis could not confirm increased threshold measurements or dislodgement, however did confirm by visual inspection, that the proximal could was stretched.